Manufacturer narrative:
Product complaint # (B)(4). Information was received indicating that "while removing the acetabular cup, there was a noted acetabular posterior fracture. As this fracture occurred during extraction of the cup - it will not be reported as the cup is intended to become ingrown." Due to this, depuy synthes joint reconstruction considers the device on this report to be not reportable as there is no allegation of deficiency or patient harm, additional follow up is being conducted. Further updates will only be provided if additional information is received that changes the regulatory determination.

Event description:
Clinical notification received for revision due to infection. Date of implant: (B)(6) 2022. Date of revision: (B)(6) 2023. Right hip. Treatment: revision; stem and head were revised.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.